Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported material rupture could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. There was no damage noted to the stent delivery system during the inspection prior to use which suggests a product quality issue did not contribute to the reported material rupture. In this case, it is possible that interaction between the device and accessory devices and/or the patient challenging anatomy may have caused the observed pinhole on the shaft (proximal to the guide wire exit notch), causing the noted leak, ultimately causing the reported material rupture; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery that was non-calcified, mildly tortuous and 90% stenosed. The xience skypoint balloon was inflated twice at 16 atmospheres for 20 seconds for stent deployment, but the pressure was noted to be decreasing. The delivery system was removed and a non-abbott balloon was used to perform post-dilatation per standard practice, to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.